Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-60942 and the reported events (gastrointestinal bleeding, infection, and renal failure) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 15aug2016. The heartmate ii left ventricular assist system instructions for use lists infection, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The instructions for use also contains information regarding recommended anticoagulation therapy. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020. Gastrointestinal was consulted. The account's initial plan was conservative management to follow the patient's hemoglobin and signs of bleeding. Gastrointestinal later performed tagged red blood cell (rbc) scan on (B)(6) 2020. The tagged rbc scan showed bleeding in distal small bowel at a similar location as previous. Interventional radiology was consulted and considered an angiogram. An angiogram was not pursued due to kidney dysfunction, a similar bleed spot to prior that was negative at the prior angiogram, and the patient's preference to avoid procedures. Gastrointestinal recommended transfer to another hospital for double balloon endoscopy. The patient declined the transfer as she wanted to avoid further procedures. The decision was made to remain off anticoagulation medications permanently. An infectious workup was started due to altered mental status and low grade fevers. The workup confirmed strep epi bacteremia. The patient was started on broad spectrum antiobiotics. Infectious disease (ID) was consulted. ID recommended transesophageal echocardiogram (tee). The patient underwent a tee on (B)(6) 2020 which revealed vegetation of the right atrium (ra) lead and possible endocarditis. Electrophysiology was consulted for consideration of lead extraction. The patient was deemed not a candidate for lead extraction given current health state and high likelihood of pump infection. The patient would not be considered a pump replacement candidate. ID recommended 6 weeks of intravenous vancomycin through (B)(6) 2020 with a transition to suppressive doxcycline to follow. The patient's main goal was to reduce hospital visits and stays and remain at home as much as possible.